Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient got hospitalized on (B)(6) 2024 due to diabetic ketoacidosis and also faced infusion set tubing kinked/bent event. The blood glucose level was 300 mg/dl and had symptoms including confusion, feeling sick/unwell, flu like headache tired/weak, altered vision/vision changes and also tested positive for ketones. The length of hospitalization for more than 24 hours. The patient got treated with IV (intavenous) insulin but now through syringes. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Manufacturer narrative:
MDR retraction: the initial MDR with manufacturing report number (8021545-2025-00039), submitted on 03-feb-2025, is being retracted. Upon receiving additional information on 10-july-2025, it was found that there were two cases having the exact same description. Therefore, complaint (B)(4) is retracted and confirmed as cancelled, with complaint (B)(4) being final for reporting. Due to this, the case has now been determined to be non-reportable.

Event description:
To date, additional patient or event details were received which have been added in h11.